Event description:
It was reported the pt's lead had migrated and was causing overstimulation. As a result, the lead was repositioned. Repositioning the lead resolved the pt's issues. It is unk when the lead was repositioned. It is also unk if an sjm rep was made aware of the procedure or if they were in attendance.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.